Manufacturer narrative:
This report 2936999-2017-05417 is replacing previous report 2936999-2017-00092. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cuff was leaking air after the patient was intubated. There was no patient harm with this event.

Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. An inflation/deflation test was performed and the reported event was confirmed. A visual inspection was performed and it was observed that there were cuts in the cuff. We are unable to determine the cause for this specific event however; the failure mode is not confirmed as related with the manufacturing process. Manufacturing controls are in place to detect cuffs with damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Covidien received a report the cuff was leaking air after the patient was intubated. The customer stated that the patient was re-intubated. Customer reported there was no patient harm with this event.